Event description:
The hospital reported that during the coronary artery bypass graft surgery, the seal did not deploy. The hospital did not provide any additional information. No patient complications were reported by the hospital.